Manufacturer narrative:
The injection screw was not bent. There is a great amount of resistance when the injection screw is being extended and it will not retract; this is caused by a broken encoder bond. Unable to perform functional test due to this issue. Cosmetic damage was not observed.

Event description:
The customer's father reported via phone call that the dose button feels stiff when dialing up to 5 units. No harm requiring medical intervention was reported. The device was returned for analysis.